Manufacturer narrative:
The device was explanted, but was not returned for analysis. The manufacturing and sterilization records for all implanted devices associated with this event were reviewed, and no nonconformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and was provided with IV antibiotics. The device was explanted. The patient is doing fine and no reports of further complications were noted.